Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. A system check was performed with tandem technical support, the customer changed supplies and resumed insulin therapy. Reportedly, the customer was using supplies longer than the recommended period which is considered off label per tandem user guide.